Manufacturer narrative:
The investigation for low pump flow and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Data logs reviewed: many suction alarms occurred. Motor current spikes observed at first hour of impella support. Low pump flow observed during the case. No positioning related alarm observed. The cause of the low pump flow issue most likely was biomaterial ingestion. As the necessary information was not provided, the root cause of the vt/vf was not determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12659: a5 ethnicity incorrect. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient experienced rhythm issues and multiple shocks were applied. The pump also had persistent lows flows/suction and so the pump was explanted and an intra-aortic balloon pump was used. Patient care was withdrawn and the patient expired. The medical safety office determined abiomed does not have enough information to associate use of the device with the outcome.